Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with syncope. Upon interrogation, the right ventricular lead oversensed the noise, which could not be produced but it was seen frequently. On (B)(6) 2018, the patient was brought into the hospital and the lead was explanted and replaced successfully. During the procedure, it was also noted the insulation anomaly on the lead, described as a ¿small crimp¿. It was possibly due to the lead contact with the device. The patient was stable throughout the whole procedure.